Manufacturer narrative:
The driver's alarm history was reviewed and confirmed the customer-reported system malfunction alarm. The recorded fault code "35" has been previously observed to occur if the key switch is improperly turned. The driver passed all functional testing and was subjected to an additional 48-hour observation run in an attempt to observe a possible malfunction, change in performance, or occurrence of a system malfunction alarm. The driver performed as intended, no alarms sounded and there was no evidence of a device malfunction. Additional manipulation of the key switch proved that a system malfunction alarm can be recorded if the key switch is improperly or incompletely turned. The likely root cause of the customer-reported alarm was the key being improperly or incompletely turned. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4418 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm during a weekly system check.